Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited alarm after power up. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition except for a scratched screen. During the evaluation of the device, analysts attempted to power up the device and when batteries were inserted the device immediately alarmed with a blank screen. This was determined to be a fault with the circuit board which will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.